Event description:
Boston scientific received information that this patient received an inappropriate shock recently as a result of chronic atrial fibrillation (af). This patient received a shock because they met the initial detection in monitor only zone, and then escalated to the ventricular tachycardia (vt) zone with no detection enhancements on. The boston scientific sales representative (sr) was trying to change the programming to deploy 1 burst of therapy in the monitor only zone, but explained that if it delivers and then escalates to the vt zone, if you use onset stability you will no longer have detection enhancements on which are offered only in lowest programmed zone. No adverse patient effects were reported as a result of the shock.

Manufacturer narrative:
Technical services suggested several options for programming without being in a monitor only zone. The sr will discuss this with the physician and might make changes at next follow up visit.